Manufacturer narrative:
Based on the reported info and eval of the returned product, the findings were as follows: the returned unit operated normally during functional testing. The 80 pound torque knob tested good under pressure. The ratchet extension arm had no visible cracks. The lock had a little rotational movement however, this would not have caused slippage. The large starburst teeth were in good condition but the threads on left were stripped and needed helicoils. The rocker arm passed the go nogo gage. All other components were functional. Integra considers this complaint investigation closed. Future incidents of this nature will be documented for recurrence and trending purposes.

Event description:
It was reported that one side of the adaptor where it attaches together on a demo mayfield triad skull clamp was stripped. It appears that the grooves were stripped and the screw would not hold. It was reported that the pt was already positioned. It was unk if there was any pt injury. Add'l clinical info has been requested.